Event description:
The customer contacted stryker to report that their device powered off during an event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker will not request any patient identifying information to be in accordance with regulation (B)(4) of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off during an event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. The device's battery was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.